Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead exhibited noise. The lv lead was removed and replaced. The patient had no adverse consequences.